Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the med profile did not show on the system. A technical support specialist logged in and found that the item was not available for inventory in the cabinet, and advised the customer to reach out to the pharmacy to send the right dose to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system,the medication profile did not show for a particular patient, and the user was prevented from accessing medication. The customer reported that the medication named oxycodone had no delay in patient care, as the pharmacy sent the correct dose. There were no adverse events or injuries reported based on this event.